Event description:
It was reported that the patient presented in clinic for dyspnea and syncope. Device interrogation revealed noise oversensing leading to pacing inhibition and insulation damage complaint on the right ventricular (rv) lead. The physician elected to do a surgical procedure and rv lead is still implanted. The patient was in stable condition.